Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
The clips were not closing properly. The procedure was completed with another clip applier. There were no patient consequences. Procedure: colon surgery.